Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that their insulin pump was alarming for the past 4 days. At the time of the event, her blood glucose level was 464 mg/dl. The customer treated with a manual injection. Nothing further reported.